Manufacturer narrative:
Investigation summary: ppae: (ischemia): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 2002795. Device history batch: subcomponent lot: n/a. Device history review: this pump sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was placed in a 72-year-old female undergoing high-risk percutaneous coronary intervention via femoral artery access. The patient had a medical history significant for coronary artery disease and renal failure and required inotropic and vasopressor support during treatment. Approximately eight hours following the procedure, the patient developed acute limb ischemia and underwent surgical intervention. The reported patient events included ischemia and surgical intervention. These events occurred in the setting of large-bore femoral access, underlying vascular disease, renal failure, and the use of inotropes and vasopressors, which are known to contribute to peripheral vasoconstriction and ischemic complications. Based on comprehensive review of the available information, the reported events are consistent with patient-specific and procedural risk factors. Comprehensive review did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient events. The patient survived.